Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with sacrospinous ligament fixation, paravaginal repair and cystoscopy due to 3 degree cystocele, 3 degree rectocele, genuine stress urinary incontinence prolapse, enterocele and vaginal vault prolapse. It was reported that patient underwent uterosacral vaginal vault suspension, rectocele repair, apical cystocele repair, cystoscopy, enterocele repair, bladder biopsy, mesh excision, anterior vaginal wall, perineorrhaphy on (B)(6) 2008 due to rectocele, stage 2, mesh erosion, bladder scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a mesh revision on (B)(6) 2008, due to erosion. It was reported that the patient underwent a mesh excision on (B)(6) 2013, due to infected mesh. No additional information was provided.